Event description:
It was reported, to medtronic minimed. That the customer, experienced a loss of communication between the transmitter and the pump. The customer reported, no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-7715, mmt-1884. Troubleshooting was performed. And the customer reported, a loss of communication between the transmitter and the pump. The transmission serial number was not on the manage devices screen. The customer was assisted with pairing the transmitter to the pump, but the transmitter would still not communicate. The customer reports being unable to pair the transmitter with pump. Pump and transmitter would not pair after troubleshooting. The customer called, with questions or concerns with charging the transmitter. The customer confirmed, no damage to the charger battery spring. No harm requiring medical intervention was reported. Mmt-7841zn was requested. And the customer response was, the device will be returned. No product return is required for mmt-7040a, no product return is required for mmt-7715, no product return is required for mmt-1884.

Manufacturer narrative:
No physical damage to connector pins, cow catcher or case was noted, per visual inspection. No traces of moisture/contamination were noted, at connector, per visual inspection. Unit was able to charge properly. Unit passed, functional tests. Including rf/ble communication test, downgrade, download and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.